Event description:
Biomedical reports one flo-gard 6301 dual-channel volumetric infusion pump in which an unknow secondary medication was delivered in a shorter time than programmed, found during patient use with no patient injury or medical intervetion required. The primary rate was set to infuse 75ml/hr with a vtbl of 434ml. The secondary rate was set to infuse 30ml/hr with vtbl of 33ml. The nurse who set up the device returned to the patient's room 45 minutes later and noticed that the device had infused the entire contents of the secondary bag 15 minutes early. No additional information is available. The device is still in use.